Event description:
It was reported that the tubing connection between the cylinder and the pump of this Inflatable Penile Prosthesis (IPP) ruptured, resulting in fluid leakage near the pump connection. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model Number/Catalog Number: 77404310Serial Number: N/ABatch/Lot Number: 1100088810Model/Catalog Description: PUMP MSUnique Identifier (UDI) #: (01)00878953003986(17)270217(10)1100088810Model Number/Catalog Number: 720182-01Serial Number: N/ABatch/Lot Number: 1000527876Model/Catalog Description: RESERVOIR FLAT 100 MLUnique Identifier (UDI) #: (01)00878953005676(17)260214(10)1000527876